Event description:
It was reported that the customer went to deliver a bolus on her insulin pump, and the numbers began to ramp up on their own. The issue was not resolved with a battery change. No significant events leading up to the keypad issue were recalled. The customer's blood glucose level was 90 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers were noted ramping and or scrolling on their own. The device was received with cracked case at display window corner, reservoir tube lip, severely scratched display window, and missing end cap sticker.